Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The remote service engineer determined the battery needed to be replaced. The customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported the battery would not hold a charge. There was no patient involvement.